Manufacturer narrative:
H.6. Investigation: one photo was provided. The photo shows a syringe with blackened barrel. The barrel label confirms the lot# 9231020. When the molding press has been stopped and re started again, the first molding cycles may have blacked barrels or burnt plastic embedded in the barrel walls. The first molding cycles after a re start have to be disposed before they are supplied to the assembly process. This is an escape from those first molding cycles. There was documentation for this type of defect during the production run of this batch. It was documented that the plunger rod operator found burnt barrels during a random observation. Quality control was notified and, they cleared out the line and performed a quality check on the pallet back to the last good check. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 10ml reg pr saline 10ml fill experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 306546; batch no.: 9231020 ink on inside or outside of barrel appears to have run. Saline inside syringe not compromised. Saline still clear. Not used on patient. Only 1 syringe in question.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml reg pr saline 10ml fill experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 306546 batch no.: 9231020. Ink on inside or outside of barrel appears to have run. Saline inside syringe not compromised. Saline still clear. Not used on patient. Only 1 syringe in question.